Event description:
It was reported an echocardiography confirmed the effusion was stable and non-progressive. The physician suspects the perforation occurred when a (B)(6) guidewire entered the right atrial appendage prior to superior vena cava cannulation, rather than being caused by the catheter. No medical or surgical intervention was required, and the patient left the procedure room in stable condition with full recovery expected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).